Manufacturer narrative:
Results: the penumbra system 5max ace reperfusion catheter (5max ace) was fractured approximately 1.0 cm from the hub, kinked approximately 52.0 cm from the hub and kinked on the distal tip. Conclusions: evaluation of the returned device revealed it was fractured in the proximal shaft. This type of damage typically occurs due to improper handling during preparation or use. If the 5max ace is manipulated forcefully or at an angle during removal from the packaging, preparation for use or insertion into the patient, damage such as this may occur. Further evaluation revealed the 5max ace was kinked in the proximal shaft and on the distal tip. This damage likely occurred due to forceful manipulation of the 5max ace against resistance. 5max ace devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system 5max ace reperfusion catheter (5max ace). During the procedure, the physician advanced the 5max ace to the mca and began the aspiration process. During aspiration, the physician noticed that the 5max ace was not functioning and confirmed that it was fractured in the metal part of the distal shaft. The fractured 5max ace was removed from the patient and the procedure was completed using a new 5max ace. There was no report of an adverse effect to the patient.